Manufacturer narrative:
B5: upon follow up, it was reported that the patient has recovered from the event. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was previously reported that eight (8) automated peritoneal dialysis (apd) patients experienced peritonitis however during follow-up this case will capture one of the specific patients reported with an unknown patient identifier who experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. The product dose was reduced and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) automated peritoneal dialysis (apd) patients experienced peritonitis. The cause and treatment of the event was not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patients' outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.